Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad traces. The rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test were not performed due to the keypad anomaly. The device had minor scratches on the display window, cracked case at display window lower and right corner, cracked reservoir tube lip, and cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was unresponsive. Customer's blood glucose level was not reported. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.